Manufacturer narrative:
(B)(4). Eval: results: (balloon inflated/deflated without issue during first dilatation; deflation difficulties noted during second dilatation). Conclusion: results: balloon inflated/deflated without issue during first dilatation; deflation difficulties noted during second dilatation).

Event description:
A 3.0 mm diameter x 15 mm length nc sprinter rapid exchange (rx) was inflated in the left coronary circumflex. No issues were noted during removal of the protective sheath/packaging stylette from the device. During inspection, it was noted that there was a kink distal to the strain relief at a 45 degree angle. The first inflation was performed without any difficulty, but it was reported that during the second inflation, the balloon was slow to inflate. During the procedure, it was also reported that the balloon was slow to deflate. The device was cut distal to the kink relieve pressure and attempts were made to puncture the balloon with the stiff end of several wires. Eventually a wire was passed beyond the balloon in the stented segment and a competitor balloon was placed adjacent to the nc sprinter and inflated. This enabled the physician to displace the contrast volume in the nc sprinter and it was deflated. The competitor balloon was successfully used and the procedure completed. The nc sprinter balloon had been inflated for 30 minutes. The pt status post procedure is reported to be fine and no other clinical sequelae were reported.